Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned unit and could not identify any manufacturing related defects. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ IV catheter tip was defective. This was discovered before use. The following information was provided by the initial reporter: the hcp felt something wrong with the catheter tip and stopped to use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter tip was defective. This was discovered before use. The following information was provided by the initial reporter: the hcp felt something wrong with the catheter tip and stopped to use.